Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device was examined visually, and it was found that the tip section of the device was detached at approximately 154cm from the hub. No other issues were identified during the product analysis.

Event description:
It was reported that catheter break occurred and detached piece was removed through snaring. The more than 80% stenosed target lesion was located in the moderately tortuous and severely calcified vessel of the left lower extremity. A 150cm rubicon 18 catheter guide was selected for use in a left leg extremity arteriogram. During the procedure, the rubicon was advanced past the guidewire and resistance was met. Upon pulling back, the catheter was kinked. Rubicon catheter was tugged, and it was noted that the catheter detached at the second radiopaque (ro) marker. The remainder of the catheter was removed, and the detached piece was successfully retrieved using a non-boston scientific (bsc) snare kit. The procedure was completed with another of the same device without further issues. No patient complications were reported.

Event description:
It was reported that catheter break occurred and detached piece was removed through snaring. The more than 80% stenosed target lesion was located in the moderately tortuous and severely calcified vessel of the left lower extremity. A 150cm rubicon 18 catheter guide was selected for use in a left leg extremity arteriogram. During the procedure, the rubicon was advanced past the guidewire and resistance was met. Upon pulling back, the catheter was kinked. Rubicon catheter was tugged, and it was noted that the catheter detached at the second radiopaque (ro) marker. The remainder of the catheter was removed, and the detached piece was successfully retrieved using a non-boston scientific (bsc) snare kit. The procedure was completed with another of the same device without further issues. No patient complications were reported.